Event description:
A report was received stating that one of the eyelets on the tracheostomy tube flange broke during use. The tube had been in use for approximately 16 days prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once its completed. A sample device was returned and is currently under investigation.